Event description:
The pt experienced a loss of therapeutic effect. He had significant pain during a myelogram. He then had cervical fusion surgery. Following the surgery, the pt turned the stimulation back on. The stimulation felt like a slow pulse; it was like a hammer was hitting the lead/electrode site. The stimulation was turned off. The pt was seeking a new physician. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).